Event description:
It was reported that during a sleeve gastrectomy procedure, first firing using a green re-load with seamguard, the staples in the middle portion of the staple line didn¿t seem to form correctly. The staples seemed not to form b shapes at all. The surgeon oversewn the staple line and the procedure was delayed by fifteen minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint form indicated an ec60al device was used, but this product code does not exist. What was the product code for the device used in the procedure? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue?